Event description:
Pt reported elevated blood glucose (437 - 554 mg/dl). They self-treated with a 30u injection of insulin. While troubleshooting, the pt discovered that blood had backed up into the infusion set cannula. Additionally, they reported smelling insulin, and found that the back of the device's casing was wet. Pt reported that the source of the insulin leakage was not apparent. No error messages were generated by the device.